Event description:
The customer reported to baxter (B)(4) a light sensitive drug set with holes in the packing (pouch). There was no patient involvement, medical intervention or injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "damaged sterile packaging" was confirmed, however an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).